Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seeking medical attention at the hospital due to a fracture in the left hand. While at the hospital, the patient's blood glucose rose up to 320 mg/dl. As treatment, a healthcare physician delivered a correction bolus utilizing an insulin pen. It was reported the personal diabetes manager (pdm) screen froze and was unable to reset. As treatment for the patient's fractured hand, the patient was prescribed iboprufen (400 mg to be taken 3 time per day for 10 days). The patient was discharged after 2 hours.